Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller was used during a procedure performed on (B)(6) 2022. During the procedure, the image was not displayed from the start. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller was used during a procedure performed on (B)(6) 2022. During the procedure, the image was not displayed from the start. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. Additional information was received on june 27, 2022: it was reported that the spyscope ds ii and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct. It was also reported that the controller has been tested since this event and worked as intended.

Manufacturer narrative:
Block h10: it was reported that the controller has been tested since this event and worked as intended. The aborted procedure is captured under MDR# 3005099803-2022-03595.